Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to charge time (CT) approximately four years ago. A fault code 01 was also found in the device memory on the same day as eol declaration. It was noted that the patient had been lost to follow up. It was questioned if there were any advisories against this device. Boston scientific technical services (ts) discussed that there were no advisories on this device and discussed eol behavior. In review of the device history, it was noted that the charge time increased from 12.3 seconds to greater than 45 seconds in approximately two months. It was also noted that an electrogram (egm) from the time of eol declaration showed consistent noise on all channels. Ts discussed that with the fault code and the noise on all channels could be consistent with the patient having a procedure, such as a magnetic resonance imaging (MRI) study, that this could have caused the CT fault and subsequent eol declaration. The device was subsequently explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.